Event description:
It was reported, on user facility report, that post a coronary drug eluting stenting treatment procedure, chest pain, myocardial infarction, and restenosis occurred. The lesion was predilated with a 2.0x15mm balloon, inflated to 10atm for 56 seconds. A 2.25x20 taxus express2 atom drug eluting stent was deployed inside an unk previously placed stent and across the restenosed distal left circumflex (cx), inflated to 9atm, for 67 seconds. The pt was discharged two days later. Medications given include: heparin, eptifibatide (integrilin), and plavix. Three days post the deployment of the 2.25x20mm taxus express2 atom stent, the pt presented with chest pain and bilateral arm pain. An EKG was performed without changes; subsequently the pt had elevation of cardiac enzymes. Angiography found the recently stented distal cx to be totally occluded prior to the bifurcation. Plans are made to treat this situation conservatively with medical therapy. The myocardial infarction is greater than 24 hours old and the vessel is extremely small in this area and has had multiple restenosis.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.